Event description:
It was reported that customer experienced cgm error and called for assistance regarding sensor use. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, confirmed error did not recur, advised customer to wait before starting new sensor session, and instructed representative to load new cartridge, resume insulin therapy, and call back if issue happened again.